Event description:
Baxter (B)(4) received a report that an infusor leaked during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. This product is not distributed in the us and does not have a 510(k) number.